Manufacturer narrative:
(B)(6). Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Refer to attachment of investigation for more details the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Refer to attachment of investigation for more details the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. Root description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the patient rolled over in bed through the night and the 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system extension line snapped on the device where it connects to the y port and the actual plastic cannula remained in the subcutaneous tissue in his arm. The patient needed to wait 2 hours before the visiting nurse was able to dislodge the catheter and replace it with a new one. Found during use.